Manufacturer narrative:
The manufacturing records were reviewed and no issues related to the nature of the complaint were found. The device was not removed.

Event description:
It was reported to nevro that the patient was in a rehabilitation facility because they were unable to feel their left leg since the implant procedure. The patient has now been discharged and is currently receiving effective pain relief from using the device.